Event description:
The customer tested her blood glucose using 2 contour ts meters and received readings of 42 and 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.